Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the battery handpiece device had unknown debris inside the unit, the oscillating head with fork was damaged (cracked and unknown substance on the fork) and the gear exit shaft was deformed and cracked. It was also observed that the device failed pretests for oscillating frequency measurement - frozen (step 80). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during a veterinary surgical procedure for a fracture repair on a canine, it was observed that the sagittal saw attachment device seized up. There was a ten minute delay to the surgical procedure while retrieving spare device. The procedure was completed successfully. There was no human patient involvement as this was a veterinary procedure. There were no injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.